Event description:
It was reported that remote transmission showed non-sustained lead noise due to post-paced t wave oversensing. Patient was asymptomatic. Programming changes were made, and no further issues were reported. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.